Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: investigation flow: damage. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (p/n 314.05; lot a4ea040) was received at us customer quality (cq). The visual inspection of the received device indicated that the distal hex tip was twisted and slightly bent. Thus the complaint was confirmed. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: the drawings reflecting current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the received device as the distal hex tip was twisted and slightly bent. While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces. The device was in the field and functional for approximately 25 years. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part #: 314.05. Synthes lot number: a4ea040. Manufacturing site: (B)(6). Release to warehouse date: january 9, 1995. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the two (2) cannulated 4mm hexagonal screwdrivers heads were bent over the unknown guide wire. There was a surgical delay of about ten to fifteen (10-15) minutes. The procedure was completed. The patient outcome is unknown. Concomitant device reported: unk - guide/compression/k-wires: (part#: 292.68; lot#: unknown; quantity: unknown) this report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 2 of 2 for (B)(4).